Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and a barbed suture was used. Prior to use on the patient, while opening the clamshell, the surgical tech noted that the stratafix strand was not connected to the needle. The procedure was completed successfully. No adverse patient consequences were reported. Upon evaluation of the returned device, short insertion was observed in the strand. No additional information requested at this time.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees, that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 - device not returned. H6 component code: c22 - photo analysis. Investigation summary: the product was returned to ethicon for evaluation. One detached needle and one suture outside its packaging were returned for analysis. Product code sxmp1b409. Additionally, a photo was provided and it showed a foil packet. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.